Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Two days after peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (in) vancomycin, 2grams; fortum,1gram; tobramycin, 40mg; heparin, 25000 iu (frequencies and routes were not reported). The outcome of the peritonitis was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.